Manufacturer narrative:
H6: correction for delivery system fdc code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: this is a system report. The section d information is for the primary device, which was in use with the following: brand name mc2avr1 mc2avr1-delsys serial: (B)(6). D9: <(><<)>no> medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of the leadless implantable pulse generator (ipg), deployment issues were noted with the delivery system. The leadless ipg tines were bent, the tines extended without operator input, and the device did not seat properly with the capture cone of the delivery system. Difficulty with placement due to thresholds issues was also observed with the leadless ipg. The leadless ipg was attempted, not used, and subsequently replaced. No patient complications have been reported as a result of this event

Manufacturer narrative:
Product ID mc2avr1-delsys this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: [(B)(6)]). D9: yes, return date: 2025-05-28, h3: yes, product event summary: the full delivery system was returned and analyzed. The lumen of the delivery system was torn. There was a deployment issue with the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. The device was able to be deployed with resistance, the device was able to be pulled by the tether to the recapture cone with resistance, the device was able to be fully recaptured in the device cup without resistance. The were no anomalies observed of premature device deployment even during flushing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: g3 field from previous follow-up report 001 was omitted. The omitted date should have been 11-jun-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: g3 field from previous follow-up report 001 was omitted. The omitted date should have been 11-jun-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.